Manufacturer narrative:
Additional information: lens was explanted due to low vaulting and lens rotation. Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
The product is not manufactured in the u.s. And not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -9.50/+3/83 diopter, in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2016 due to low vaulting. The reporter stated enlargement of pi or addition to new pi (surgical). The lens was exchanged for a 13.2mm vticm5_13.2, -8.00/1.50/80 diopter, on (B)(6) 2016 and the problem was resolved. On patient's last visit which was on (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20 (the same as preoperative data on (B)(6) 2008) and uncorrected visual acuity (ucva) was also 20/20.